Event description:
A vaxcel mini port was placed for therapeutic purposes in 2005. The following day, the patient started receiving chemotherapy treatments of taxotere. A red streak was noticed on the patient's skin, over the collarbone area up to the area over the internal jugular, following the fourth taxotere treatment. The port was removed 33 days later and replaced with another port. The red streak faded shortly thereafter.